Event description:
It was reported that "she has daily treatment with the nebulizer- it was making a noise that it hasn't done before. The treatment did not seem to come out of mouthpiece anymore".

Manufacturer narrative:
It was reported that "she has daily treatment with the nebulizer- it was making a noise that it hasn't done before. The treatment did not seem to come out of mouthpiece anymore." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.